Event description:
It was reported that during a ureteroscopy procedure to treat stones, the operator stepped on the console's pedal, and something did not sound right. The stone was not breaking up well, and the console went on standby. A break was noticed at the fiber body that had been used with an olympus reusable scope. The green aiming beam was coming out of the fiber tip and higher up on the fiber. The break didn't completely separate the fiber, and this had been the first time the fiber was used. The fiber was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The allegation of fiber break cannot be confirmed. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Therefore, a conclusion code of cause linked to device but unable to trace more specifically was assigned to the fiber break issue.

Event description:
It was reported that during a ureteroscopy procedure to treat stones, the operator stepped on the console's pedal, and something did not sound right. The stone was not breaking up well, and the console went on standby. A break was noticed at the fiber body that had been used with an olympus reusable scope. The green aiming beam was coming out of the fiber tip and higher up on the fiber. The break didn't completely separate the fiber, and this had been the first time the fiber was used. The fiber was replaced, and the procedure was completed without patient complications.